Manufacturer narrative:
Event date: exact date unknown, event occured on (B)(6) 2019.

Event description:
It was reported that the patients ipg was flipping outwards towards the skin at the superior portion of the device causing tenderness at the pocket site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.